Event description:
It was reported that the day after implant the right atrial (ra) lead was not capturing and an x-ray confirmed that the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.